Manufacturer narrative:
The device was not returned for evaluation. There was no lot number or any identification traceable to the manufacturing process. Journal article: tanaka, sumiyoshi. [Title unknown] japanese journal of clinical ophthalmology, 64; 3 (2010): 329 - 333. English version of journal article has been requested. (B) (4).

Event description:
Adverse event: "postoperative corrected visual acuity was 0.09 (20/225)" (vision, impaired). Product problem(s): "aberration below the retina" (no code available); "residue in the eye" (foreign material present in device). A journal report an aberration below the retina and residue in the eye following use of this product. Primary disease: proliferative vitreoretinopathy (pvr) of the right eye. Complication disease: oculocutaneous albinism the right eyes had six surgeries for pvr during a ten month period. This product was used for all six surgeries. After the fifth surgery an aberration of silicone oil was observed below the retina. During the sixth surgery, the silicone oil was seen in the vitreous cavity. The oil was removed and gas fluid exchange was performed. Silicone oil residue was also seen below the retina, but it was not removed because the surgeon decided the quantity of the residue was too small. Seven months after the last surgery, the retina remained attached. Postoperative corrected visual acuity was 0.07 (20/300).